Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they are unsure whether mosaiq logged the treatment fields.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that they were unsure whether mosaiq logged the treatment fields. It was ascertained from the data that two fields were selected using consolidated field sequencing (cfs) and the machine was set to deliver 497.5 mu. The treatment ended with a "blend rotation" machine error. However, mosaiq received a count of 249.4 mu as having been delivered which was processed/recorded by mosaiq. A further field was treated with the remaining 248.1 with no further issues. Therefore it has been concluded that there was no malfunction within mosaiq and it is working as designed and intended. Based on the available information there has been no mistreatment.